Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a vascular and a plastic surgery procedure on an unk date. During the procedure, the needle broke and an x-ray confirmed that the needle was retained in the pt. The surgeon is not planning to remove the needle at this time.